Manufacturer narrative:
The device was not returned for evaluation. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. A cine image was provided and reviewed by an abbott clinical advisor. The results of the cine summarized are as follows: the images provided do not show the reported partial retrieval of the basket, either in vivo or externally on the table. There are images of the basket although it appears to have little, if any embolic debris within it. The images provided do shown that basket has obvious damage, but this is attributed to the users¿ investigation of the basket contents after its removal from the patient. It was not reported if there was adequate distance maintained between the oas and the nav6 eps basket during the procedure. Oas interaction with the basket can cause damage which could lead to the inability to fully recover the basket. It appears that the failure to completely capture the basket in the retrieval catheter may have been due to an excessive amount of embolic debris within the basket and not a retrieval catheter device failure. In this case, based on the reported information, it may be possible that the difficulty retrieving the filter was due to excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter; however, this could not be confirmed. Based on the reported information, there is no indication that the reported retraction problem is related to a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a 99% stenosed de novo lesion in the popliteal vein with heavy calcification and heavy tortuosity. The emboshield nav6 embolic protection system (eps) was used with a stealth orbital atherectomy system (oas); however, after completion of atherectomy the filter of the eps was not able to be retracted fully into the retrieval catheter (rc). The filter was removed from the patient partially loaded in the rc. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.